Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet met all manufacturing specifications prior to release. A system log review shows that the ilet was functioning as intended. The continuous glucose monitor (cgm) and insulin delivery data from (B)(6) 2025 show bg levels rising following an infusion set change, despite appropriate insulin delivery. This pattern is consistent with an infusion set issue, such as a bent cannula. The cause of the reported event is attributed to the bent cannula.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with blood glucose (bg) levels >400 mg/dl. The user was hospitalized and treated with insulin and fluids. Upon hospital admission, the user's infusion set was removed, and the cannula was found to be completely bent. No long-term health effects were reported.